Event description:
An rh discrepancy was reported in a pre-natal patient. The patient previously typed as o positive but typed as o negative on galileo.

Manufacturer narrative:
The customer sample appeared clotted. The operator manual states that clotted samples should not be placed on the instrument because clots can block the sample probe. The clotted sample has the potential to cause or contribute to an adverse event if it resulted in an mistype. The galileo operator manual also provides guidance and warnings regarding the comparison of abo-rh results to patient and donor history prior to release of blood products for transfusion.